Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 38 mg/dl at the time incident and other relevant blood glucose level was 36 mg/dl. The customer was treated their low blood glucose level with food. Customer was using insulin pump system within 48 hours of reported event. The customer stated that insulin pump¿s auto mode was active. Customer did not allege insulin pump was over delivering. Customer reported that the programming was accurate. Customer stated that the sensor had sensor updating alert, calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.